Event description:
It was reported that a large volume tubing was used for ivig infusion. At the start of the infusion, the pump alarmed twice for ¿air-in-line,¿ but when tubing was removed from pump and assessed, no air was found in the line. At the third "air in line" alarm, the tubing was removed from the pump and assessed for air and there was still no air. The tubing then broke at the junction of the pump segment and safety clamp. Patient line was then clamped and tubing discontinued. Ivig bag had to be wasted due to line contamination. New ivig bag was made by pharmacy. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.